Event description:
A healthcare professional reported injecting a patient with 0.7 ml or evolysse form in the lips. Approximately eight (8) weeks post injection, the patients experienced lumps and bumps in the lips like the product did not settle. The hcp reported using the retrograde injection technique and linear threads. Lumps resolved when hcp punctured lips and expressed the product manually. Maybe related to the volume of product injected.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. However, it was noted that the practitioner did not follow the instructions for use regarding the recommended injection site. It is also likely the volume of product injected was more than needed, leading to lumping of the product. Further information regarding this this event, product, or patient has been requested. (B)(4).